Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent a procedure in which a magnet was not placed on the device. Following the procedure, it was noted the lead integrity alert (lia) had been triggered due to sensing integrity counter (sic) and non-sustained episodes, resulting from electromagnetic interference from the procedure. The alert was turned off and the device remains in use. No patient complications have been reported as a result of this event.